Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) was displayed as "high"; however, a specific value was not provided. Tandem technical support was able to determine customer was able to resume insulin. The customer continued to use the pump for insulin therapy.